Event description:
It was reported that the four neuro surgery cases at (B)(6) hospital have experienced complications due to issues with the 10 mm flat drain (product code: 0070370). The tubing is reportedly flimsy and prone to crimping, which interferes with proper insertion. In one instance, the surgeon was unable to fully place the drain, raising safety concerns. As a result, four patients required return trips to the or, and one developed a hematoma. The issue appears to be linked to a product change that occurred over the summer, and the hospital is currently working with emr staff to retrieve the affected lot numbers. For further investigation and resolution, samples should be sent to: per follow up information received via email on 05nov2025, it was reported that the customer was not aware of specific harm, all 4 cases, that were brought to their attention, had their drains discontinued earlier than desired. No lot number was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, "caution: to avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." A DHR could not be performed since no lot number was provided. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the four neuro surgery cases at (B)(6) hospital have experienced complications due to issues with the 10 mm flat drain (product code: 0070370). The tubing is reportedly flimsy and prone to crimping, which interferes with proper insertion. In one instance, the surgeon was unable to fully place the drain, raising safety concerns. As a result, four patients required return trips to the operating room, and one developed a hematoma. The issue appears to be linked to a product change that occurred over the summer, and the hospital is currently working with emr staff to retrieve the affected lot numbers. For further investigation and resolution, samples should be sent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.